Event description:
Info received indicates the brake will not hold.

Manufacturer narrative:
The tech indicated that the caster were broken. The tech replaced the brake and brake/steer casters to repair the bed.